Manufacturer narrative:
Additional information provided in b5.and d10.

Event description:
Additional information received confirmed that some blood was reinfused into the patient and that the multifiltrate pro kit hdf 1000 was replaced. The patient¿s treatment was restarted and completed; however, it is unknown if the same machine was used. There have been no repairs on the machine since the event. No further event details provided.

Manufacturer narrative:
Investigation: batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. The sample is not available. Visual inspection of the retained samples were checked for component defect and conformity with the product specification. The retained samples were checked under air/liquid pressure for leakage. As a result of examination, no failure detected on the retained samples. The complaint was admitted, however exact reason of the defect could not be determined due to absence of original sample examination. Possible reasons of the defect might be related to raw material (molding failure on pressure dome) or connection/user handling process (improper connection of the pressure dome to machine) but not limited to.

Event description:
A user facility reported that one minute after starting the patient's continuous renal replacement therapy (crrt), external leakage of art pressure dome occurred. The kit was replaced and is working normally. The patient experienced 50ml of blood loss. It was noted that there was no medical intervention and the patient recovered. The sample was discarded and is not available for evaluation. Additional information requested but has not been obtained.